Event description:
It was stated that the insulin pump was giving no delivery alarms during normal use. The customer changed the infusion set and continued to get no delivery alarms. Troubleshooting was performed and the insulin pump did not alarm when the reservoir was removed. It was then stated that the customer was hospitalized for diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.